Event description:
It was reported that the first scale line on the bd insulin syringe with the bd ultra-fine¿ needle barrel was positioned at a different starting point. The following information was provided by the initial reporter: "parent reported, scale markings are not accurrate. Stated, the 1st line on the barrel is positioned at different starting points. Stated, she is concerned with giving her child too much insulin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the first scale line on the bd insulin syringe with the bd ultra-fine¿ needle barrel was positioned at a different starting point. The following information was provided by the initial reporter: "parent reported, scale markings are not accurrate. Stated, the 1st line on the barrel is positioned at different starting points. Stated, she is concerned with giving her child too much insulin".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned three of 0.3 ml syringes. Parent reported, scale markings are not accurate. Stated, the 1st line on the barrel is positioned at different starting points. All three syringes were inspected using the plug gauge under the microscope, and the scale marking was found to be accurate. A review of the device history record was completed for batch# 2063293. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure of scale markings are not accurate. The root cause can not be determined because the issue could not be confirmed. H3 other text : see h10.